Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had received failed battery alarms and have been changing the battery in less than a week. Customer stated that after meeting with a medtronic liaison, they were unable to get the sensors working successfully. Customer stated that they are not using sensors. Customer stated that they also had a weak battery alarm. Customer has had more high blood glucose and low blood glucose since receiving the insulin pump. Customer would like a replacement pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked reservoir tube lip.